Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication due to a drawer not opening. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open and unable to issue medication. The technical support specialist (tss) instructed the user to log out completely and re-login to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.